Event description:
Additional information was received, indicating that the issue occurred, during testing. And there was no patient involvement.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional and delivery testing. The device was found to meet with specifications. The reported issue could not be confirmed with the returned device.

Event description:
It was reported the device alarmed and shut off.